Event description:
It was reported that; on (B)(6) 2015, the patient underwent the surgery. On (B)(6) 2016, the surgeon found through the MRI image that the screw was broken (l4). Therefore the surgeon is monitoring for the patient now. The revision surgery is not planning now.

Manufacturer narrative:
Lot# b40866. Method: device history review; complaint history review; risk assessment. Results: the device is still implanted so it was not returned. No manufacturing issues identified. Operative notes/medical history of the patient cannot be provided. Conclusion: without the device and further information regarding the patient, the root cause cannot be determined conclusively and is multifactorial.

Event description:
It was reported that on (B)(6) 2015, the patient underwent the surgery. On (B)(6) 2016, the surgeon found through the MRI image that the screw was broken (l4). Therefore the surgeon is monitoring for the patient now. The revision surgery is not planning now.